Event description:
It was reported that the patient experienced a sharp, shock-like pain when sitting up, possibly diaphragmatic stimulation. The atrial lead exhibited high impedance. Fluoroscopy showed signs of a lead fracture. The lead was capped and replaced.